Event description:
It was reported that a test shot was fired that formed a perfect q-ring construct. The device was then used to fixate low profile composix to the abdominal wall. The first 10 or 12 q-rings fired perfectly and then the device fired a straight shot that was felt by the surgeon through the pt's abdominal wall.

Manufacturer narrative:
The subject product is supposed to be returned for evaluation. However, it has not been received to date. Therefore, no conclusion can be drawn at this time. A follow up report will be sent when, or if, subject product has been returned and evaluated.